Event description:
Event description boston scientific received information that this patient's device and lead system were explanted secondary to infection, five years following implant. The physician used a spectranetics laser and locking stylet for the extraction, and the terminals were cut. During the extraction the ventricular lead tip (distal to proximal electrode) separated during removal and remains implanted in the patient's heart tissue. There are no allegations on the device system and the entire system will be returned. There were no adverse patient effects reported as a result of this clinical observation and a new system was not implanted at this time.